Event description:
Patient called about their scs (spinal-cord stimulator) device and said their programmer was not working. Patient described an apple phone for their programmer and it was discovered patient had an abbott scs. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).